Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant procedure when the patient was being monitored there was two 15 to 20 second periods where patient's pacing rate went into the 30 and 40 bpm range. It was noted that the patient is pacemaker dependent but had a low escape rate and no noise was able to be reproduced with isometrics. The patient was brought back into the cath lab where it was noted the right ventricular (rv) setscrew was not fully tightened. After tightening the setscrew all measurements were within normal limits. The device and lead remain in service. No additional adverse patient effects were reported.